Event description:
Philips received a complaint from the customer biomed reporting that the primary alarm failed on a v60 ventilator. The device was not in clinical use. No patient or user harm reported. A philips authorized service provider (asp) evaluated the unit and confirmed the reported problem of main alarm failed. The asp determined the central processing unit (cpu) board was faulty and the cause of the issue. The asp replaced the board. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6). H11 updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00065. All information from the original report(s) has been transferred to this report.